Event description:
It was reported that a preloaded intraocular lens (iol) was noted to have a non-central crack after it was implanted in the patient's operative eye. Account indicated that the iol was properly loaded into the inserter and came out easily. The iol was left implanted. No further information received.

Manufacturer narrative:
Age, weight, ethnicity: unknown/ not provided, as information was asked but it was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. Unique identifier (UDI) number: unknown, as the serial number was not provided. Initial reporter telephone number: (B)(6). Device manufacture date: unknown, as the serial number was not provided. The device is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.